Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the device data and determined that this arrythmia was atrial driven, anti-tachycardia pacing (atp) bursts and 41 joule electric shocks were inappropriately delivered. Ts provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.